Event description:
Initially, it was reported that the patient was having pain at the neck incision site related to implant surgery. It was later reported that the patient was undergoing generator replacement surgery. The relationship between the neck pain and generator replacement are unknown. Attempts to obtain additional relevant information have been unsuccessful to date. No surgical intervention has been performed to date.

Event description:
It was observed that the patient¿s product information was inadvertently not reported on the initial report.

Manufacturer narrative:
Corrected data: it was observed that the patient¿s product information was inadvertently not reported on the initial report.

Event description:
On (B)(4) 2014 it was reported that the patient believes the pain is due to vns but the physician is not convinced. The physician would like to explore either turning the device off for a period of time or adjusting for a more comfortable setting to determine the cause.

Event description:
On (B)(4) 2014, it was reported that the patient was going be seen by the physician again. No further information has been received to date.